Event description:
The customer reported that the surgeon was performing a laparoscopic tubal ligation and removal of an ovarian cyst. The device was open and laying on the uterus and was pulled back at which time they noticed a cut on the uterus. The site contact stated that the knife blade did not cut the uterus, but indicated there was a burr around the hinge area that caused the cut. The surgery was converted to open to suture the uterus. The patient was discharged the next day and is said to be doing fine.

Manufacturer narrative:
Date of initial report: 10/27/2009. The incident device has been received, and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.